Event description:
Information was received indicating that this smiths medical medfusion 4000 pump experienced "back flow". No patient injury reported.

Manufacturer narrative:
Other text: one medfusion 4000 pump was returned for the evaluation of the reported issue. It was received with the tamper seal removed on the bottom case and plunger assembly. There was a crack on the right plunger case. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "check clutch" error. To further investigate, an occlusion test was performed. The customer's issue was not duplicated. They were unable to go into the event history log, ehl, to verify what was causing the check clutch problem. The lead screw and both clutch halves were replaced for preventative measures. Device passed all functional testing during maintenance check.